Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on an unknown date. During the procedure, the clip would not deploy. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 06/01/2024 based on the date the manufacturer became aware of the event. Block e1: initial reporter's landline number: (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.